Event description:
It was reported that; "it was probably, the first 3 scorpio total knee implant were removed due to painful total knee and signs of lucency on xray. The patella listed was retained. Scorpio total stabilizer implants were implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested. Should the device become available, the evaluation summary will be submitted in a supplemental report.